Manufacturer narrative:
The product was not returned for evaluation. The lot number was not identified, so a device history record (DHR) review could not be performed. Based on the information provided, the root cause cannot be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a lens was implanted and removed intra-operatively, due to a tear in the capsule. There was reportedly no issue with the lens itself or with loading the lens. Incision was enlarged to cut/remove the lens, an anterior vitrectomy was performed, and sutures were used. The surgeon decided to implant a 3 piece lens instead. Additional information has been requested but has not been received.